Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the image failure was attributed to the damage of the camera cable, the failure of the electrical circuit board and/or the failure of the ccd. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for the unspecified procedure at the user facility, the endoscopic image of the subject device could not be displayed on the monitor. The user facility replaced the subject device to another unspecified device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.